Event description:
This rv lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2018. A product experience report was received on (B)(6) 2018 noted that this lead has high impedance issue greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) hospital (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).